Event description:
Mentor smooth silicone bilaterally ruptured breast implants, with capsular contracture. Pathology indicated synovial metaplasia, a precancerous condition, in both capsules. Surgically removed. Symptoms gradually worsening over the last five years, with significant increase in symptoms following covid 19 vaccination and subsequent infection 2022. Chest and breast pain and swelling, heart palpitations with documented incidence of svt (supraventricular tachycardia), rashes, fevers, headaches, blurred vision, dizziness/vertigo, tinnitus, worsening raynaud's, joint pain and swelling, cognitive impairment ("brain fog"), extreme fatigue, irritable bowel syndrome, gastroesophageal reflux disease, hormone imbalances leading to adenomyosis, endometriosis, and hysterectomy, insomnia, night sweats, extreme anxiety and panic attacks. All improved or eliminated since explant surgery. Difficulty uploading images. Happy to email documentation on request, or it may also be requested directly from the surgeon. Reference reports: mw5148727.